Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during an unspecified procedure the subject device did not present an image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer

Manufacturer narrative:
Correction to previous d4 - primary UDI number the correct primary UDI number is (B)(4).

Manufacturer narrative:
Updated: b5, h2, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was confirmed. Based on the results of the investigation, the root cause of the reported event could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.